Manufacturer narrative:
Insulin pump received with an unresponsive keypad at the "down" and "back" button due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to unresponsive keypad. P-cap, reservoir locked properly in place. Pump received with detached end cap. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was damaged. Pieces were broken at the bottom and also broken from side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.